Event description:
During an electrosurgical procedure, the grounding pad came off pt's leg. The grounding pad was reapplied. After the procedure, a red area of the pt's skin was noted at the pad site. A cream was used on the site.

Manufacturer narrative:
The unit functions within specification. The handpiece adapter was unable to accept the handpiece cable due to a ty-wrap jamming the mechanism. The subject grounding pad was also returned and found to have sufficient adhesive qualities. From the information provided at this time, it seems apparent that the or staff did not fully follow user manual instructions with regards to grounding pad application.